Event description:
The set screw was screwed too tight and stripped the hole where the screw is introduced. Also, and more importantly, as a result of the stripping there were shavings on the adapter that were non-sterile hanging above the sterile field. These did not make it into the sterile field or a patient as far as I know.